Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated. Unstable pacing capture threshold in the rv (right ventricle) was also observed.

Event description:
It was reported that the patient had been lost to follow-up and when an interrogation was completed it was discovered that the patients right ventricular (rv) lead had high and unstable thresholds and no capture. A lead revision is planned in order to replace the rv lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.